Event description:
The pt had experienced pain at the implantable neurostimulator (ins) site for quite some time. It was determined that the pt had an infection; the organism was pseudomonas. The ins was located in the patient's buttock. The ins was removed. The leads were left in place and they planned to replace the ins in approximately 1 month when the infection was resolved. Additional info has been requested, a follow-up report will be sent if additional info becomes available.